Event description:
The pt received two trial leads with the same lot number. It was reported after the trial ended, the pt reported increased urination when the stimulation was in use. When the stimulation was turned off, the sensation of needing to urinate ceased. It was reported the issue had resolved after the trial leads were removed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.